Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: pt 1: inratio: 4.8, lab: 5.6. Pt 2: inratio: 2.9, lab: 3.7. Pt 3: inratio: 1.7, lab: 2.7. Customer reported wiping the first drop of blood off the finger. Patient history not given.